Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep said a screw got stuck on the hex wrench during a case. Then they were going to use the hex wrench on the ins, but there were two screws. The healthcare provider (hcp) wanted the rep to open a new battery. The caller said it was "their" fault and "they" didn't want a credit or anything. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the fellow in the procedure dislodged the set screw in the header of the extension when disconnecting the extension from the lead. The device will not be released due to hospital policy.